Manufacturer narrative:
Continuation of d10: product ID 8781 serial# / lot# unknown implanted: (B)(6) 2014. Partially explanted: (B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine with concentration 2 mg/ml at a dose rate of 1.79 mg/day via an implantable pump. It was reported that the catheter was cut off in the abdomen.  While doing a pocket revision, the catheter came loose with a black charred tip.  The requested to check the catheter for "burn marks". The catheter was partially explanted as the rest of the catheter could not be found.  X-rays were performed but the ascenda catheter was not visible.  The catheter was connected to the pump.  The patient was sent to the intensive care unit (ICU) and was to receive oral opioids until catheter replacement.  The pump was placed on a minimum rate.  The catheter was to be replaced in the future.  An operating room date will be scheduled to place the catheter.  The patient did not have symptom return.  The issue was not resolved as of 2024-may-22.  Factors that may have led or contributed to the issue was gastric bypass.  The patient had gastric bypass performed on (B)(6) 2023. The explanted portion of catheter was to be returned to the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep). It was reported that the initial reason for the pocket revision was because the patient lost a lot of weight and pump needed to be repositioned (refer to manufacturing report #: 3004209178-2024-12600 regarding the pump revision due to patient weight loss). The cause of the catheter coming loose was not determined. The cause of the burn marks on the catheter were thought to be due to damage sustained during the prior gastric bypass surgery. There were no factors that may have led or contributed to the catheter having been cut during the procedure, inability to locate/explant the entire catheter, and catheter not having been visible upon x-ray. No diathermic appliance was used. The hcp met with the patient on (B)(6) 2024 to discuss the next steps. It was uncertain how much morphine the patient was receiving, possibly through the pocket / skin, that the patient was sent to medium care to see what would happen now the pump was set on minimum rate. The explanted portion of the catheter had been returned. The pump serial number was provided. The implant year of the pump was 2021. It was further reported that the pump was going to be explanted.

Manufacturer narrative:
H3: the catheter was returned. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The pump would not be returned for analysis.

Manufacturer narrative:
H3: a partial catheter consisting of the distal catheter segment was returned to the manufacturer. Analysis of the catheter identified damage on the catheter body which is consistent with explant damage. The damage did not affect the performance of the catheter in the laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.